Event description:
It was reported that patient underwent reverse total shoulder procedure utilizing a 4.75 fixed locator screw on (B)(6) 2011. During the procedure, the hex in the head of the screw stripped and could not be used. Another screw was available to complete the procedure with no injury to patient or delay to the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device was inconclusive as to the cause of the event. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.